Manufacturer narrative:
Investigation: samples received: 500 closed pouches. Analysis and results: there are previous complaints of the same code-batch for the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical warehouse. We have received 100 closed boxes. We have analyzed 2 boxes (10 units) of the 100 boxes received. The ampoules have been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found in 2 of the 10 units. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, and that there are previous complaints for the same defect, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. A CAPA has been initiated.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was ampoule leakage. The reporter indicated that the head nurse of the operating room of the hospital recently found that the glues were damaged and leaked. The event occurred prior to use with no patient harm.